Manufacturer narrative:
Lead has been returned for evaluation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was variable and beyond the expected upper range. Additionally, the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity alert warning occurred for two or more high rate-ns episodes <(><<)>220 ms and rv lead impedance variation in the last 60 days on (B)(6) 2015. Additionally, the rv pace lead impedance was 1197 ohms on (B)(6) 2015, and has been varying since then. The sensing integrity counts went up to 51 (within 7 days) along with vt-ns and high rate-ns episodes and evidence of oversensing on (B)(6) 2015. Concomitant product: hc15025 tissue valve, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead for varying and high impedance and over-sensing with non physiological noise. There was also a suspected fracture. The lead was reprogrammed initially and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.